Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that a lead integrity alert (lia) was triggered. Review of high rate non-sustained tachycardia episodes noted noise, there was an elevated sensing integrity counter (sic) and there was high right ventricular (rv) lead pacing impedance. The rv thresholds has risen slightly and became high. Isometrics were performed and were negative. Device therapies were inactivated and the patient transferred to another facility for lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.